Event description:
The customer obtained a non-reproducible higher and lower than expected troponin I es results from multiple patient samples and a known troponin I free sample processed on a vitros eciq immunodiagnostic system. Troponin I free sample = 0.065, 0.079, 0.083, 0.071 vs. Expected <0.012; patient #1= 0.202, 0.103 vs. Expected <0.012 ng/ml; patient #2 = <0.012 vs. Expected 0.123 ng/ml; patient #3 = 0.141 vs. <0.012 ng/ml; patient #4 = 0.146 vs. 0.016 ng/ml; patient #5 = 0.095 vs. <0.012 ng/ml. Biased results of the direction and magnitude observed may lead to inappropriate physician action. The non-reproducible higher and lower than expected vitros tropi es results were not reported from the laboratory. There was no allegation of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation determined that non-reproducible, higher and lower than expected vitros trop I es results were obtained from multiple patient samples and a known troponin I free sample while using the vitros eciq immunodiagnostic system. A troponin I reagent issue has been ruled out as a contributing factor. The investigation determined the likely assignable cause is an instrument related issue. Pre-analytical sample processing and inadequate system maintenance cannot be ruled out as contributing factors. The investigation is ongoing.